Event description:
It was reported that the patient experienced inadequate pain relief. It was noted that the lead contacts became dislodged and two high impedances were observed. The patient underwent a lead replacement procedure and there were no reported complications postoperatively. The explanted device was kept by the medical facility.